Event description:
It was reported that upon insertion of the viper screw in the l5 pedicle of a young healthy patient, the screw broke apart at the ball/shaft interface. The difficulty resulted in a delay of sixty minutes due to removal of the broken screw. It was reported that there were no adverse consequences to the patient.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the viper 5.5 ti cortical fixation screw indicated that the tulip head had become disassembled from the polyaxial screw shank. A review of the device history record (DHR) found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. As such, the product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the product family found no emerging trends. The root cause of the tulip head becoming disassembled from the polyaxial screw shank cannot positively be determined. However, it is likely that the screw tulip head was subjected to a higher than anticipated load resulting in disassemble of the screw tulip head. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this implant. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.